Event description:
It was reported that there was a communication problem. The patient called their healthcare provider (hcp) office. The patient had taken a trip and the recharger was lost and hadn¿t had it for a long time so they weren¿t able to charge. The implantable neurostimulator recharger (insr) was eventually found and returned but the implantable neurostimulator (ins) had been uncharged for so long that it was not communicating when they tried to charge the ins. It had been a long time since they charged the ins and the patient was not able to start a charging session on their own. The patient was seeing the reposition antenna screen. An ins over discharge was suspected. The manufacturer representative (rep) met with the patient on(B)(6) 2015. They verified the over discharge. The over discharge was confirmed it was the first over discharge. A physician mode recharge (pmr) was performed. The pmr successfully reset the device. A power on reset (por) occurred and the error code that por was 0x2608. This was successfully cleared. The physician recharge and por was performed. No diagnostic testing or troubleshooting was performed. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event. There was a loss of therapy due to the patient not charging the device, or not contacting anyone for assistance in getting another charger. There was low back and the legs had increased in pain. The device was functional and the patient was receiving effective therapy at the end of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).